Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed. (B)(4).

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder to close a patent foramen ovale. After multiple deployments of the device the physician gained septal apposition and the device was locked and released. It was then noted that the patient had a pericardial effusion due to a left atrial perforation. Pericardiocentesis was performed. The patient was still symptomatic, the physician surgically intervened to stop the effusion. The device remained implanted and the patient was doing well following the surgery.